Event description:
It was reported that blood leaked from the bd insyte¿ autoguard¿ shielded IV catheter during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "anaesthetist placed ivc into patient with bung on the end. It was then noticed that blood was leaking from the patient. Upon inspection anaesthetist believed that it was coming out of the plastic cannula. That ivc was removed from the patient and another inserted."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/28/2021. H.6. Investigation: bd received a used 22 gauge insyte autoguard blood control unit from an unknown lot for evaluation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer visually inspected the returned unit and observed no physical/mechanical damage to the unit. However, there was traces of dried media present under the nose of the adapter. Next, a leak test was performed and leakage was observed coming from under the nose of the adapter. The unit was then inspected under a microscope to determine the cause of the leak. A hole was found in the catheter tubing just above the tip of the wedge. Based off the microscopic inspection and testing the engineer was able to verify the reported defect. It was determined that the hole found in the catheter tubing was a manufacturing defect that occurred during the assembly process.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that blood leaked from the bd insyte¿ autoguard¿ shielded IV catheter during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "anaesthetist placed ivc into patient with bung on the end. It was then noticed that blood was leaking from the patient. Upon inspection anaesthetist believed that it was coming out of the plastic cannula. That ivc was removed from the patient and another inserted."